Event description:
It was reported that the "PICC was leaking at the junction between the white luer hub and clear extension tubing." The catheter was removed. No ill effects to the pt were reported.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.